Manufacturer narrative:
Submit date: 6/28/16. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that they received complaint from the market regarding leaking syringe. During field sample evaluation damaged needle hub was detected. Description of event done by the client: a nurse was preparing the product for injection and had just attached the smaller needle. When the nurse was aspirating, liquid came out from the twist of the needle. Report and form attached.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one used sample returned with this complaint. The needle was attached to a glass syringe. The needle was visually examined and one of the tabs that interlocks with the luer lock threads was broken. The locking tabs on the needle hub have been damaged. The reported condition is confirmed. Based on the location and type of damage the most likely root cause is that the needle was overtightened on the syringe. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are taken throughout the lot and checked for luer leakage and damage. The lot met all defined acceptance requirements and was released. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions.